Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined the cause of the reported failure to be a broken off filter, designator fl29. The failure resulted in no power input to the defibrillation therapy delivery circuitry.

Event description:
It was reported that the device illuminated the service light and logged event codes in the memory. Physio-control evaluated the device and verified the reported problem. Physio-control's further investigation found a malfunction that affected proper defibrillation therapy delivery. There was no patient use associated with the event.